Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst found evidence of thermal decomposition on valve thirty-three (v33). The fst replaced v33 to resolve the issue. Additionally, one photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the fst and the photograph and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an ¿art bp no comm¿ message on startup. A fresenius field service technician (fst) was called onsite and found evidence of thermal decomposition on valve thirty-three (v33). Follow up with the bmt revealed that v33 was burnt. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It is unknown if the valve was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 29,187 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst replaced v33 to resolve the issue. Machine functional tests were completed and passed onsite after repair. The complaint sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an ¿art bp no comm¿ message on startup. A fresenius field service technician (fst) was called onsite and found evidence of thermal decomposition on valve thirty-three (v33). Follow up with the bmt revealed that v33 was burnt. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. It is unknown if the valve was the original fresenius part on the machine. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has 29,187 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst replaced v33 to resolve the issue. Machine functional tests were completed and passed onsite after repair. The complaint sample is not available to be returned to the manufacturer for physical evaluation. A photo has been provided.